Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through various troubleshooting steps, which were unsuccessful, leading to escalated troubleshooting. As a result, it was determined that the pump needed replacement. The customer was provided instructions on returning the defective pump and preparing its replacement. A new pump was sent with updated software, and the customer understood the need to program the new device with their settings and connect it to their continuous glucose monitor.